Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported loading error with the intraocular lens (iol). Possibly, the lens scratched during loading. There was patient contact and the issue noticed during insertion of the iol into the patient¿s left eye. Another johnson & johnson lens of the same model and diopter was implanted. No medical/surgical interventions required or planned. The patient outcome was not provided. No further information was provided.